Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. Patient felt pain during activation. The pod was worn for more than 48 hours before the issue was realized.

Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Blood was observed on the adhesive pad and inside the soft cannula. Damage was found at the 90-degree bend and on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. These issues resulted in the formed needle failing to retract and contributed to pain during insertion. The tip of the soft cannula was found damaged, but no issues were found that would prevent insulin from being delivered. The download data reported timeouts; a root cause for the timeouts could not be determined. No other damages were observed during the investigation.